Manufacturer narrative:
The insulin pump was received with a blank display due to broken wires on the electronic assembly. Unable to perform the sleep current measurement, active current measurement, and the displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a battery error. Customer's blood glucose level was 205 mg/dl at the time of incident. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.